Event description:
The customer tested his blood glucose and received readings of 230 and 106 mg/dl from her contour ts meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.